Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing after filling with 20 units of insulin. The customer reported a blood glucose (bg) level of 179 (mg/dl). The luer lock was disconnected and insulin still was not observed. A new cartridge was loaded with 200 units of insulin and the fill tubing process was repeated; however, insulin still was not observed. The customer was out of cartridges so troubleshooting could not proceed. Replacement cartridges were sent to the customer and a tandem field representative was schedule to meet with the customer and to provide additional cartridges to the customer.